Event description:
It was reported that during implant, the pump was implanted successfully, but when the surgeon attempted to place the catheter, he w as unable to aspirate cerebrospinal fluid (csf) to confirm patency/good position. The surgeon tried a second catheter, but was still unable to aspirate to confirm patency/good position. The surgeon decided to leave the pump in place and come back at a later date to perform the catheter implant. A short catheter segment was placed on the pump port and ligated until the catheter could be implanted. The catheters were disposed of and would not be returned. The catheters were reportedly patent and the physician was able to inject dye through them. The surgeon thought there was a problem in the patient's spine as the reason for the catheter placement difficulties. It was unknown when the catheter placement was planned at the time of the report. The patient had severe lower extremity spasticity. The patient reportedly recovered without permanent impairment. The pump system was being used to infuse gablofen (baclofen). No intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Patient and device codes have been updated to the following for this event: (B)(4).

Event description:
On (B)(6) 2015 additional information was received from the healthcare provider (hcp) via physician letter regarding the (B)(6) male patient receiving 3mcg/day of 500mcg/ml gablofen via implanted infusion pump. The hcp did not know of any other medications being taken by the patient at the time of the event. The patient had been experiencing spasticity and spasms. The patient had a subarachnoid hemorrhage (sah) that caused or contributed to a clogged catheter. The catheter was replaced on (B)(6) 2015 without difficulty once the sah cleared.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter; product ID neu _unknown_cath, serial# unknown, product type: catheter. (B)(4).